Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump received with cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that the insulin pump was able to clear the alarm and able to rewind. Customer stated that the drive support cap was normal. There were more than one motor alarm in alarm history. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.